Event description:
The patient reportedly was unable to hear sound while using the sound processor. External equipment was exchanged. However, the problem was not resolved. The patient was seen at the center for device evaluation. Testing performed confirmed that the device was not functioning. Device explant surgery has been scheduled.